Manufacturer narrative:
(B)(4). Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0065447, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed an activation failure. Investigation conclusion: based off the photo the engineer was able to verify the reported defect. Root cause description: it was determined that there was an issue with the maintenance at the manufacturing facility and this caused the reported issue. The manufacturing facility has been notified and the necessary steps have been taken to correct this issue. Rationale: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte" autoguard" IV catheter needle failed to retract. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the end of the venipuncture procedure, the safety device did not work as it should. There was no retraction of the needle after pressing the button."